Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was not received for evaluation. Reserve samples for this lot were visually examined and the solution volume and solution composition were tested with no abnormalities noted. The manufacturing and testing records were reviewed with no issues noted. The number of reports regarding this incident has increased in the lots manufactured after a new process control criterion was established to prevent leukocyte leakage. Root cause: a definitive root cause for this failure could not be determined. Only the products that conform to in-house specifications are released. The following are possible root causes: characteristics of blood e.g. Red blood cell fragility, bacterial contamination, excessively cooling, filter clogging, filtration time is extended because the filter is likely to clog. As the blood cell through the filter, a physical stress on the red blood cell may cause hemolysis.